Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient began to experience pain at her ipg site after receiving a steroid shot in her back. The pain occurred whether stimulation was on or off. As a result, the patient's ipg was explanted.